Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No motor error alarm or no delivery alarms noted. Motor passed motor test. Insulin pump had cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a motor error alarm and no delivery alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 414 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer was advised that insulin pump would need to be replaced.